Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed due to applicator physical damage occurred. The allegation was not confirmed. The probable cause could not be determined via product. No injury or medical intervention was reported.

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).